Manufacturer narrative:
Investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. It was noted that a scratch of approximately 1.05mm was found in the wall of the cuff, 22mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for this lot. Though, there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the customer stated that the cuff only became deflated two hours following insertion, as such, this incident is unlikely to be the result of an assembly fault. We feel the most likely root cause for this incident is that the cuff became snagged and damaged upon insertion through the stoma. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for furture trending.